Event description:
This customer obtained a non-reproducible, higher than expected vitros trop I es result on one patient sample while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was not reported to the clinician. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that one non-reproducible, higher than expected trop I es result occurred while using the vitros eciq analyzer. The investigation confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Performance testing and review of instrument data demonstrated that the vitros eciq analyzer and trop I es reagent were operating as expected at the time of the event. An ocd field engineer performed as needed maintenance to the signal reagent subsystem to optimize system performance. However, maintenance performed to the equipment was unlikely to have contributed to the event. Performance testing verified that the instrument was operating as expected. A definitive root cause for the event could not be determined, however, pre-analytical sample processing and/or an instrument related issue cannot be ruled out.